Manufacturer narrative:
(B)(4). Batch # l53169. Additional information was requested and the following was obtained: please clarify what is meant by "the doctor cared about leak but leak test had not been performed." Was a leak confirmed? No. If yes, how was the leak controlled? Na. Did the post-operative care change based on the leak? No. Was bleeding confirmed? No information. If yes, what interventions were done to stop the bleeding? Na. Where was the patient bleeding from? Na. How much blood was lost (ml)? Na. Did the patient require a blood transfusion? No. If yes, how many units were given? Na. Did the post-operative care change based on the bleeding? No. What is the current status of the patient? The patient was stable on (B)(6). The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open super low anterior resection, staples of the anus side were not deployed on the rectum at all though the tissue was cut off. Some staples of the specimen side were deployed, but there were no staples on the rectal mucosa. Then, additional suture was performed by hand and the site was anastomosed with an anastomosis device. The cartridge was green. The doctor cared about leak but leak test had not been performed. It was unknown if bleeding had occurred. At the present, the patient is stable.